Manufacturer narrative:
Findings: unit unable to prime during the prime test due to protruded/loose drive support disk. No alarm. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.